Manufacturer narrative:
Corrected data: b5: the lens was exchanged on (B)(6) 2021 for a longer length lens due to low vault. This did not resolve the problem as the low vaulting appeared again. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found the lens haptic broken. Dimensional inspection was performed and although the width was found to be within specifications, the overall lens length (diameter) did not meet the original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Additional data: b5: the lens was explanted on (B)(6) 2021. The lens was replaced with a longer lens and the problem was resolved. The patient is happy. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: na. This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -07.50/+2.0/101 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was reported as low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.